Manufacturer narrative:
The device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. Unrelated to the initial complaint, it was observed that the returned battery cap had stripped threads and it was unable to secure to the pump. A test battery cap was used to complete the investigation and it was able to secure to the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.